Event description:
It was reported that pericardial effusion, cardiac tamponade and device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa of the patient on (B)(6) 2022. There were no complications that were reported to have occurred during the procedure. One week post procedure the patient presented with a pericardial effusion and cardiac tamponade. A pericardial tap was completed to treat the pericardial effusion. In (B)(6) 2022, transesophageal echocardiography (tee) showed that there was a 4mm leak. The tee was repeated (B)(6) 2022, and the leak was still present. The patient came in for a follow-up (B)(6) 2023 and a leak greater than 4mm was still showing on a computed tomography (CT) scan. The physician noted that the closure device had appeared to have shifted. There were no patient complications or consequences reported that occurred as a result of this event.

Manufacturer narrative:
B3: date of event - estimated as 1 week post implant with an implant date of (B)(6) 2022.